Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the instrument arm drape to perform failure analysis. The instrument arm drape was found to have an engagement failure. One of the sterile adapters associated with the engagement failure was inspected further and it was found that the sterile adapter exhibited warping and what appeared to be excess material. The drawing for the sterile adapter plate calls for a specified thickness of up to 0.310", and the area that exhibited the warping/excess material was measured to be 0.314" which exceeded the maximum specified thickness. Because of the warping/excess material, the sterile adapter did not sit flush against the system's patient side manipulator (psm) and as a result the input disks do not appear to properly engage with the system and could cause the engagement failure observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the sp instrument arm drape was not recognized by the system. The procedure was completed with no reports of patient injury.